Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An electrical shock issue was reported with the freestyle libre reader. A customer reported experiencing a shock upon performing a scan. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated . Visual inspection has been performed on the reader and no damage were observed. No evidence of getting electric shock was observed. The reader was de-cased and visual inspection on pcba(printed circuit board assembly) was performed and observed corrosion on component. Extended investigation was performed on the returned reader and observed corrosion to crystal y1. Power consumption test was performed on the returned reader and the test was within specification. Since the current draw from the returned reader was within specification, the reader did not have sufficient power to cause the reported shock. Therefore, this issue is not confirmed to use as corrosion was observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An electrical shock issue was reported with the freestyle libre reader. A customer reported experiencing a shock upon performing a scan. There was no report of death or permanent injury associated with this event.